Event description:
The facility reported when the pt was being lifted from the bed to the wheel chair, both leg straps on the lift released and the pt fell 2-3 feet onto the floor and base of the lifter. The pt was sent to the emergency dept for injury assessment. The pt suffered an oblique fracture to the outer end of the clavicle, some minor bruising, and a small laceration on the posterior of the right scalp.